Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of rupture was received on june 17, 2025, with lot number 2864690. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with another manufacturer's device

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.